Event description:
It was reported that during a molar extraction procedure, the bur took longer to cut than normal. It was also reported that the bur was smooth instead of having cross cuts. It was further reported that there was no anticipated change to the patient's outcome as a result.

Manufacturer narrative:
The burs subject to this MDR was returned for evaluation. It was visually inspected and confirmed that the part did not have the cross cuts. It was confirmed that the product was manufactured incorrectly. This was due to an unapproved process change implemented by the component vendor. Corrective actions have been taken at the supplier. The root cause is due to providing inadequate component specification prints to the vendor and a CAPA has been raised to address this issue.